Manufacturer narrative:
The device was received at zoll canada for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive testing using the customer's returned multifunction cable without duplicating the report. Review of the device log found no evidence of the report. The multi-function cable (mfc) and mfc connector were replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self test. Complainant indicated that there was no patient involvement in the reported malfunction.